Manufacturer narrative:
No conclusion code available. The reported lv pacing and impedance anomalies were confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the lv anomalies could not be determined. (B)(4).

Event description:
It was reported that during a routine ICD replacement, high out of range pacing lead impedance, no capture and failure to sense were noted on the lv port connection. The device was not implanted and was replaced. Case proceeded normally thereafter, and the patient left the procedure in good condition.